Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided. There was no adverse impact to customer¿s blood glucose level.